Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 15950527/16869768, model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-8216-70, serial number: (B)(4), batch/lot number: 15381326, model/catalog description: artisan lead 70 cm. The explanted devices were not returned to bsn as they were kept by medical facility.

Event description:
A report was received that the patient had an inadequate stimulation. The patient underwent an explant procedure. No device malfunction was suspected.